Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose (B)(6) 2018 with blood glucose of over 600 mg/dl. Customer¿s blood glucose level was 329 mg/dl at the time of incident and current blood glucose level was 130 mg/dl. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was treated with insulin pump, intravenous injection and manual injection. Customer was not using auto mode. Customer did not allege insulin pump was under delivering. Customer was declined to high pressure test. Customer troubleshoot was performed for high blood glucose level. The insulin pump will not be returned for analysis.